Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the journal of shoulder and elbow surgery titled ¿outcomes of suture bridge repair reinforced using a biceps rerouting technique¿ the study reviewed fifty-six (56) patients who underwent shoulder procedures using arthrex swivelock to treat rotator cuff lesions. Six (6) patients experienced subjective instability, recurrence, re-rupture; and five (5) patients experienced re-tearing of the rotator cuff. Ref: hong, k. B., et al. (2025). "Outcomes of suture bridge repair reinforced using a biceps rerouting technique." J shoulder elbow surg 34(11): 2571-2579.